Event description:
The customer reported to vyaire medical that the avea ventilator is having uim issues; it will not power on while on a patient. The customer confirmed that no harm was done to the patient.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Results of investigation: the suspect device was evaluated and tested. Vyaire medical was able to verify the customer's reported issue. The ventilator has no visible defects or damage. The uim will not power on, the uut was unresponsive. The tech disassembled uim to thoroughly inspect internal pcb's, cables, connectors, and found exposed burned wires at cable assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.